Event description:
The customer reported that there was smoke and a burning smell behind the closed tube aliquotter (cta) of the synchron lxi 725 system. There were no reports of sparks, arcing, shock, flames or fire. The fire department was not called and the use of a fire extinguisher was not required. The system was shutdown by the operator. There was no report of exposure to mucous membranes or open lesion. No death or serious injury occurred as a result of this event nor was medical attention sought.

Manufacturer narrative:
Beckman coulter systems have the ce mark or ul/csa approvals which means the systems meet the electrical safety standards, are made of materials that will not support or sustain combustion, and are self extinguishing. The field service engineer (fse) was dispatched. The power supply (ps2) was smoked on the bottom left side with distinct burn marks. Consequently the part was replaced and problem was resolved. Unfortunately the part was discarded and not available for return for an eval. In addition preventive maintenance was performed on the unit. The root cause was associated with the power supply part that was replaced. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.